Event description:
This icl was implanted by me in this pt's right eye on (B)(6) 2010. The surgical procedure went smoothly and no adverse events were noted. One day and 1-week post-op visits were unremarkable, cornea was clear, vision was as expected. Beginning approx 10 days post-op, the pt started experiencing severe, painful right-sided headaches that she described as "migraine like." No headache episode was associated with eye pain or tenderness, so she sought care initially at a local emergency room. Despite workup and treatment, the headaches recurred and apparently were quite incapacitating. Through the first 6 weeks post-icl implantation, the pt's cornea remained clear, no sign of intraocular inflammation was noted, and intraocular pressure ("iop") remained normal. The vault of the icl was also normal. The identical lens (12.6mm diameter) had been implanted in the left eye and there were no adverse symptoms at all on the left side. I consulted with the (B)(6) who suggested removal and replacement of the icl. When all other measures failed to control the adverse symptoms (headache, principally) the removal and replacement procedure was performed. This occurred on (B)(6) 2010 and successfully resolved the pt's adverse symptoms. However, within days of the second procedure, the pt began to develop extensive hair loss involving her entire scalp. Dermatologic consultation identified this as "telogen effluvium" which might possibly have been a stress reaction to the severe migraine headaches, but his association cannot be proven. The pt recovered 20/20 unaided visual acuity and eye health continues to appear acceptable. Headaches have resolved but she did experience profound incapacitation for a period of weeks due to headaches, and psychological stress for a period of many months due to alopecia, which caused her to interrupt her university education. I have surgical videos of both her primary surgery and removal-replacement procedure, which I will share with reviewers if interested. Of note is that at the time of icl removal, a small tear in one of the four footplates (the infero-temporal one) was noted. This footplate tear was not (continued) noted at time of icl implantation and is not visible on the surgical video. Only the distal approximately 0.5mm of the footplate was torn, but his would have created an irregular surface that may have caused ciliary body irritation. This may be the underlying reason for the pt's severe migraine-like pain but it is puzzling that there was no significant eye soreness or pain as well. If this is the cause, it is also unclear whether this is a device fault, a flaw in loading of the icl in the insertion cartridge, or a result of passage of the icl through the delivery cartridge. As the operating surgeon I must ultimately accept responsibility for the adverse event and therefore "if I did it, I need to own it." I have not heard of any other comparably severe adverse outcomes from visian icl surgery, but I recognize that our profession has a quirky relationship with truthful reporting, both to one another privately; at professional meetings; and to FDA. Visian icl implantation in fellow eye at same time ((B)(6) 2010) without any attendant morbidity.